Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt was injured in her health, strength and activity, sustaining injury to her person, caused severe mental and physical pain and suffering, disability, impairment, and underwent surgical excision of eroded product. Device was explanted on (B)(6) 2011.